Manufacturer narrative:
Based on the available information there is no indication of a malfunction or defect with either the lift or sling. The underlying cause of the incident is due to use error on the part of the facility staff. Due to the lack of identifying information provided and this device being both manufactured by invamex and supplied this incident will be filed to invamex. Due to this being a use error situation no return of either device was necessary.

Event description:
The user was put in the sling incorrect by staff members and fell from the lift and passed away. They stated there was no alleged malfunction or defect with either the lift or sling. The user sustained a broken jaw and had trouble breathing and passed away 12 hours later.